Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system exhibited erosion. The pacemaker system was explanted, laser lead extraction was required to remove the leads. The system was replaced. No patient complications have been reported as a result of this event.